Manufacturer narrative:
Unique device identifier (UDI): (B)(4). No device was returned for evaluation(customer did not return). Failure analysis - failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation under sr# 261114. A review of past complaints found similar issues to be a result of wear and tear from routine use. Periodic preventive maintenance is highly recommended. The definite root cause cannot be reliably determined. Integra is closely monitoring this reported condition. If the product is returned, the complaint can be reopened, and the investigation completed. The reported complaint was not confirmed.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a2009 ultra 360 patient positioning system does not lock in place. There was no known patient involvement or surgery delay.